Event description:
Family member reported customer being hospitalized for high blood glucose levels of over 600. Troubleshooting was performed and pump appeared to be functioning properly. Per family member request pump was returned for analysis.